Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is cracked and does not work. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that there are multiple cracks on the top of the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Unable to verify operating currents or off no power or low battery alarm due to motor error alarm. No blank display noted. The insulin pump had moisture damaged on electronic assembly. The insulin pump had cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.